Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to pancreatitis, colitis, peritonitis, and blood clots in her lungs (pulmonary embolism). Additionally, the patient reported that her pd catheter (not a fresenius product) was removed. The discharge summary was received on 8/dec/2025, which revealed the patient was admitted to another hospital for pancreatitis, peritonitis, new onset of a pulmonary embolism (pe), and was treated with a heparin drip (specifics not provided). Although the rationale was not provided, the patient was transferred to the current medical institution on (B)(6) 2025. The patient¿s primary admission diagnoses included peritonitis, colitis and a small pneumoperitoneum from the patient¿s pd catheter (not a fresenius product). The patient¿s discharge diagnoses included pancreatitis, bilateral pe¿s and peritonitis. The patient¿s secondary discharge diagnoses included hypomagnesemia, pneumoperitoneum, normocytic anemia, diabetes mellitus type 2, adrenal myelolipoma, nonalcoholic hepatostasis, and hypotension. Although the details are limited, the discharge summary stated the patient was initially treated with an intraperitoneal (ip) antibiotic (drug, dose, frequency not provided) beginning on (B)(6) 2025. However, the patient¿s pd catheter was surgically removed on (B)(6) 2025, and a permanent hemodialysis (hd) catheter (not a fresenius product) was placed. The discharge summary states that due to recurrent peritonitis, the patient requested to transition to hd for rrt. Although recurrent peritonitis was listed as the reason, the patient¿s pd registered nurse (pdrn) stated this was the patient¿s first case of peritonitis on record. The definitive cause of the patient¿s peritonitis or the offending organism is unknown; therefore, causality cannot be established. The pdrn stated it was unknown if a fresenius device(s) and/or product(s) could have caused or contributed to the serious adverse events. However, the patient¿s pdrn also reported the patient had not moved her bowels for 2 weeks prior to being diagnosed. The patient transitioned to hd for rrt without any known issues and has recovered from the serious adverse events. The patient was discharged in stable condition on (B)(6) 2025 with follow-up appointments to see vascular surgery, gastroenterology (gallbladder evaluation), and her primary care physician (pcp). The discharge summary does not detail how each admission/discharge diagnosis was treated, only that the issues were resolved. It was recommended that the patient transition to a skilled nurse facility for physical/occupational therapy, however the patient declined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set, and the patient¿s serious adverse events of pancreatitis, peritonitis, constipation, bilateral pe¿s, colitis and a small pneumoperitoneum from the patient¿s pd catheter (not a fresenius product). The etiology of the serious adverse events is largely unknown (peritonitis was suspected to have contributed to the peritonitis); therefore, causality could not be established. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Also, when a patient starts regular pd, air can enter the peritoneal cavity if appropriate steps are not undertaken by the patient. With a small amount of air, the air will be absorbed. Lastly, avoiding constipation is believed to decrease transmural transmission of bacteria in patients on peritoneal dialysis. Based on the information available, the liberty select cycler or liberty cycler set cannot be disassociated from the serious adverse events. During intake, there was no allegation a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. However, during follow-up the pdrn was unable to identify the cause of the serious adverse events, nor rule out any fresenius device(s) and/or product(s) involvement. As such, there is insufficient evidence for this clinical investigation to exclude the liberty select cycler and/or the liberty cycler set from having a possible role in the serious adverse events. Additionally, there is inadequate information to determine the sequence of events, or overall medical intervention required (e.g., medications, procedures) to remediate the serious adverse events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to pancreatitis, colitis, peritonitis, and blood clots in her lungs (pulmonary embolism). Additionally, the patient reported that her pd catheter (not a fresenius product) was removed. The discharge summary was received on 8/dec/2025, which revealed the patient was admitted to another hospital for pancreatitis, peritonitis, new onset of a pulmonary embolism (pe), and was treated with a heparin drip (specifics not provided). Although the rationale was not provided, the patient was transferred to the current medical institution on (B)(6) 2025. The patient¿s primary admission diagnoses included peritonitis, colitis and a small pneumoperitoneum from the patient¿s pd catheter (not a fresenius product). The patient¿s discharge diagnoses included pancreatitis, bilateral pe¿s and peritonitis. The patient¿s secondary discharge diagnoses included hypomagnesemia, pneumoperitoneum, normocytic anemia, diabetes mellitus type 2, adrenal myelolipoma, nonalcoholic hepatostasis, and hypotension. Although the details are limited, the discharge summary stated the patient was initially treated with an intraperitoneal (ip) antibiotic (drug, dose, frequency not provided) beginning on (B)(6) 2025. However, the patient¿s pd catheter was surgically removed on (B)(6) 2025, and a permanent hemodialysis (hd) catheter (not a fresenius product) was placed. The discharge summary states that due to recurrent peritonitis, the patient requested to transition to hd for rrt. Although recurrent peritonitis was listed as the reason, the patient¿s pd registered nurse (pdrn) stated this was the patient¿s first case of peritonitis on record. The definitive cause of the patient¿s peritonitis or the offending organism is unknown; therefore, causality cannot be established. The pdrn stated it was unknown if a fresenius device(s) and/or product(s) could have caused or contributed to the serious adverse events. However, the patient¿s pdrn also reported the patient had not moved her bowels for 2 weeks prior to being diagnosed. The patient transitioned to hd for rrt without any known issues and has recovered from the serious adverse events. The patient was discharged in stable condition on (B)(6) 2025 with follow-up appointments to see vascular surgery, gastroenterology (gallbladder evaluation), and her primary care physician (pcp). The discharge summary does not detail how each admission/discharge diagnosis was treated, only that the issues were resolved. It was recommended that the patient transition to a skilled nurse facility for physical/occupational therapy, however the patient declined.